Manufacturer narrative:
Evaluation of the returned device involved in this report by a zyno representative indicated that the pump had a mechanical component failure leading to the flow rate outside of the specified +-5% accuracy. Corrective and preventive actions are identified and will be implemented. This report is filed retrospectively as a result of an internal audit.

Event description:
The user facility reported that the pump would wear out tubing quickly and restrict flow from the IV set. No patient was involved. Zyno has requested but the user facility has yet to provide detailed information.